Event description:
It was reported that "the balloon was ruptured during use." There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation. The catheter body appeared to be in good condition but the balloon was damaged. Examination of the catheter tip found that the balloon was ruptured and there is latex missing. Latex is visible under both the proximal and distal windings and there is a flap of latex still extending from under the proximal windings. This condition may occur when the pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. Also, as stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. No visible damage to the distal and proximal windings was observed. Visual examination was performed using the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. No actions will be taken at this time.